Manufacturer narrative:
Complete information for section a1 patient identifier is (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one 57 year old female patient. The elevated result was not reported out. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 12.7 ng/l. Repeat results = <3.2, 3.4, and 4.8 ng/l. Customer¿s diagnostic cutoff (ng/l): low < 4 moderate = 4 ¿ = 10 elevated > 10 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity regarding commonalities for lot number and issue. Additionally, an increase in complaint activity was not identified for reagent lot 75703ud00. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 75703ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for one 57 year old female patient. The elevated result was not reported out. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 12.7 ng/l. Repeat results = <3.2, 3.4, and 4.8 ng/l. Customer¿s diagnostic cutoff (ng/l): low < 4. Moderate = 4 ¿ = 10. Elevated > 10 no impact to patient management was reported.